Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and verified the reported issue when viewing the alarm logs; however was unable to duplicate the customer reported problem. As a precautionary measure, the exhalation module printed circuit board assembly (pcba) was replaced. The unit passed all performed tests, calibrations, and a performance verification according to the manufacturer's specifications at the time of service.

Event description:
It was reported that during patient use, the ventilator became inoperative. There is no reported patient harm or change in therapy associated with this event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.